Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that an object was identified within the packaging. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unopened device was returned for evaluation. During visual evaluation, the sample was clean and the stylet and cannula were in their initial positions. Upon visual and microscopic evaluation, foreign material was found inside the product packaging. No other visual anomalies noted on the device. During functional testing, the sealed packaging was cut out to further examine and found brown material. Therefore, the investigation is confirmed for the alleged foreign material, as foreign material was noted with in the package. The definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an object was identified within the packaging. There was no patient involvement.